Event description:
55 ml fentanyl syringe delivering 4 ml/hr (200mcg/hr) syringe was started and approximately 2.5 hours later, the syringe was found to be almost empty. Patient stable post event. Biomedical assessment: problem: reported problem says: 60ml fentanyl syringe set to deliver at 4ml/hr started and approximately 2.5 hours later the syringe was empty. The drug infused too quickly. It should have taken 15 hrs to deliver 60ml's.corrective actions/recommendation: the event log from the pca module shows that it was set to deliver 20 ml/hr instead of the 4 ml/hr as indicated by the nurse. There were no errors in the error logs for either the pcu or the pca module. The pump functioned properly, but was set at the wrong rate.